Event description:
It was reported that the aq5010v three piece silicone lens was torn as it was inserted into the eye. The lens was cut into pieces, removed from the eye and four sutures closed the wound. The surgeon believes the lens was too large for the cartridge. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). The cartridge not returned, however, the lens was received and evaluated. The lens was received in two pieces and a haptic was torn off from the optic and missing. There was a clear surgical residue on the lens. Conclusion: based on the reported information and the evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).